Event description:
The customer reported fluid leaking from a hole in the silicone segment at the upper fitment area during fentanyl infusion. The fentanyl bag had just been changed and the family reported fluid on the floor, and the bag was noted to be empty. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.